Event description:
It was reported that the patient experienced respiratory failure following left ventricular assist device (lvad) placement on (B)(6) 2022. The patient was reintubated due to shortness of breath and airway protection. The patient also had an episode of ventricular tachycardia on (B)(6) 2022 at 4:15pm and received a shock. A repeat episode of vt at 6:50pm resulted in another shock. No symptoms of arrhythmia were exhibited. The patient was seen to have vt on the telemetry monitor and received a shock from their internal cardioverter defibrillator (ICD). The patient's ICD was interrogated and the device parameters were changed. It was noted that the patient had a history of frequent vt episodes pre-lvad. The patient developed fevers and elevated white blood cell (wbc) count on (B)(6) 2022. Blood cultures were sent due to concern for pneumonia but were negative for growth. Respiratory cultures later came back with enterobacter cloacae complex and antibiotics were administered. The patient also had a percutaneous tracheotomy placed on (B)(6) 2022 for respiratory failure. The patient was diagnosed with pneumonia, which was the cause of respiratory failure. The patient was withdrawn from the clinical study and continued treatment in the intensive care unit (ICU) on amiodarone. On (B)(6) 2022 the patient was noted to have an acute kidney injury (aki) on chronic kidney disease (ckd) secondary to cardiogenic etiology. The subject was started on continuous renal replacement therapy (crrt).

Manufacturer narrative:
The patient's kidney injury/disease was previously reported under MFR # 2916596-2022-10560. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction, infection, and cardiac arrhythmia could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 entitled ¿introduction¿ lists renal dysfunction, infection, respiratory failure, and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 lvas. Care instructions regarding preventing infection are provided in various sections of the IFU, including ¿caring for the driveline exit site¿ and ¿controlling infection¿. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The heartmate 3 lvas patient handbook, rev. D, is also available. Several sections of this handbook provide care instructions regarding preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patent had vasoplegia and metabolic acidosis post-implantation on (B)(6) 2022. The patient was started on intravenous milrinone and epinephrine to treat their vasoplegia post left ventricular assist device (lvad) implant. The patient also developed constipation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 entitled ¿introduction¿ lists renal dysfunction as an adverse event that may be associated with the use of heartmate 3 lvas. The heartmate 3 lvas patient handbook, rev. D, is also available. No further information was provided. The manufacturer is closing the file on this event.